Manufacturer narrative:
There was no button error alarm noted. All the buttons functioned properly. However, the device had corroded keypad traces. The device had a cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, missing end cap sticker and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 137mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.